Event description:
During product evaluation by a baxter service technician, an ipump required replacement of the rear case assembly. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was unknown. To correct the condition, the rear case assembly was replaced. If any additional information is received, a follow up MDR will be sent.